Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. The incident took place in poland. The device is not distributed in USA but similar device is distributed under k112360. The manufacturer has not received the device for investigation. A request to obtain the device was issued. Once the device became available, the investigation will begin to determine the root-cause. A supplemental medwatch will be submitted as soon as further info becomes available.

Event description:
It was reported that be-pls 2050 was connected to the pt after cardiac transplantation, and cardiotomy failure. After connecting set and start ECMO procedure, the perfusionist noticed the blood leakage on the lower part of the oxygenator. After a short time, the leakage of the blood intensified and they decided to exchange the whole set be-pls 2050 for a new one. Ref #: (B)(4).